Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons on unknown date.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons on unknown date. Additional information received indicated the inflatable penile prosthesis originally implanted in 2011, was removed as it was about to erode.